Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty loading the cartridge onto the pump. Customer's blood glucose was approximately 125-175 mg/dl. Reportedly the customer change cartridge and was able to successfully resume delivery.